Event description:
It was reported that during an a-fib procedure, the bs ECG and ic signals disappeared on carto system. Additional information confirmed the signal loss occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardial) recordings on both carto and ep recording systems at the same time. The signal loss happened during pacing and ablation. The procedure was continued by connecting directly the pacing cable to the pin box emergency port. The procedure was completed without patient's consequence.

Manufacturer narrative:
Ref: (B)(4). It was reported that during an a-fib procedure, the bs ECG and ic signals disappeared on carto system. Additional information confirmed the signal loss occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardial) recordings on both carto and ep recording systems at the same time. The signal loss happened during pacing and ablation. The procedure was continued by connecting directly the pacing cable to the pin box emergency port. The procedure was completed without patient's consequence. This unit was replaced with a backup unit. The faulty unit was sent for further evaluation. After unit evaluation it was determined the customer complaint was confirmed and reproduced. It was found the parasitic interference between the ablation and stimulation in the ECG channels of ea-5401-162 ECG card caused distortions for the ECG channels and disappearing of signals. It was also reported during unit boot up after fse replaced the backplane, the new ECG boards and the ep out card, the unit had an error 1006: an error occurred on the back patches. After unit evaluation it was determined the complaint was confirmed. The error 1006 was reproduced. The pin connector p3 on lock rx card was found bent that caused the disconnection on magnetic channel 10 and caused the disappearing of back sensor patches. The system was sent to subcontractor for repair and upgrade. DHR review or investigation was performed. No anomalies were noted in manufacturing or service. Customer complaint was confirmed.

Manufacturer narrative:
(B)(4).